Event description:
The ICD involved in this MDR report was implanted on (B)(6) 2009. Upon scheduled follow-up on (B)(6) 2010, the user observed saturation of the ventricular egm signal on sensing tests printouts.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.